Event description:
Alleged when the bed was in the shop, the knee function ran up and then down unintentionally. The head and knee functions do not work now.

Manufacturer narrative:
The facility's engineer replaced the pt control assembly to repair the bed.